Event description:
It was reported the patient died at home a few days ago. The doctor reported the ECG showed a straight line and did not display any pacing signals. The patient's family suspected the pacemaker was faulty and caused the patient to die. The device was not explanted and no autopsy was performed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.